Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia after starting a replacement ilet, with glucose readings remaining high despite meal announcements and external correction doses, including a large subcutaneous insulin pen dose to reduce a ¿high¿ reading to 190 mg/dl; the user confirmed correct weight entry, used humalog u-200, teflon infusion sets with visible drops during fill, no bent cannula, and noted tough abdominal skin, and a clinician recommended a factory reset and a new body site. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, insufficient information regarding a device problem, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.